Event description:
Information received by medtronic indicated that the insulin pump was broken. Customer reported insulin pump was exposed of moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged moisture damaged and crack insulin pump. Insulin pump p-cap/test reservoir locks in place properly. Insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Attempted to download using crest tool and was unsuccessful due to pump error. Insulin pump was cut open and pcba2 was swapped with test pcb, pump did not power up after battery installation. Moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case (battery tube) and cracked battery tube threads. Critical pump error (open book image) confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.